Manufacturer narrative:
The reported event occurred on a cobas 8800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 6800/8800 mpx 480t us-ivd assay performed within specifications. A review of the data for the run on (B)(6) 2021 showed no indication of a reagent issue. All controls were valid, and reactive cycle threshold (CT) values were at or below the limit of detection (lod) for the hbv target. No product issues were identified during the review of product release, stability data, or internal non-conformance records. The investigation concluded that the discrepancies for donors 1 and 2 were likely due to sample contamination or non-specific amplification. For donor 3, the results suggest the donor is likely hbv positive based on two reactive results from separate samples. The method sheet for the assay specifies that results should be interpreted in conjunction with licensed serology tests for hiv-1, hcv, and hbv. The customer was advised to use the mpx assay alongside hbv serology results for donor evaluation.

Event description:
The initial reporter alleged result discrepancies involving the kit cobas 6800/8800 mpx 480t us-ivd assay on the cobas 8800 instrument. The discrepancies involved three separate donors, all related to hepatitis b virus (hbv) results. For donor 1, a reactive hbv result with a cycle threshold (CT) value of 39.03 was generated on (B)(6) 2021 using mpx reagent lot f09845. This was the first hbv positive result for this donor, who had been nucleic acid testing (nat) tested weekly over the past two months. For donor 2, a reactive hbv result with a CT value of 40.17 was generated on (B)(6) 2020 using mpx reagent lot f09844. A subsequent donation tested on (B)(6) 2020 with mpx reagent lot f09845 generated a non-reactive hbv result. For donor 3, a reactive hbv result with a CT value of 37.65 was generated on (B)(6) 2020 using mpx reagent lot f09845. A subsequent donation on 10-nov-2020 also generated a reactive hbv result, though the CT value and reagent lot were not provided. The sample from 10-nov-2020 was not repeated. No hbv serology data was available for any of the donors, and it was not indicated that the donations were released.